Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. Results of investigation: the reported issue (unit having transducer fault alarm) was confirmed by carefusion certified service technician. Unit instantly displayed "xdcr fault alarm" when powered on. Further investigation revealed that the reason for the reported unit having transducer alarm was faulty flow sensor transducer located on the analog board. The reported issue was resolved by replacing analog board. Ventilator then passed 71 hours extended run in test with same settings as customer had at the time of the reported incident. Ventilator functioned as per specification and was returned to the customer.

Event description:
The customer reported that the ventilator had transducer fault alarm. The reported issue was found during testing so there was no patient involvement.